Event description:
It was reported that carelink showed on the ventricular capture management report that thresholds were greater than 2.5 volts for several weeks. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.